Event description:
A hosp reported to our distributor, that during the pre-usage check, they found it impossible to connect the electrical adapter to the inspiratory circuit because the pin for the heater wire was bent.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in a foreign country. The product is not sold in the USA but it is similar to a product which is sold in the USA. We are expecting the device to be returned for investigation. Method - no info to date. Results - no info to date. Conclusions- based on the event description an initial assessment of this fault indicates that it is similar to other complaints received for bent pins, where it is impossible to connect the electrical adapter to the breathing circuit. The device failed just prior to use. The rate of occurrence for such complaint is approx 0.001% worldwide for the last year. The following MDR number are related: 9611451-2007-00013, 9611451-2007-00017, 9611451-2007-00052, 9611451-2007-00044, 9611451-2007-00195, 9611451-2004-00202, 9611451-2007-00213, 9611451-2007-00214, 9611451-2007-00215. A bent heater wire pin deems the heated breathing circuit unusable as the heater wire adapter cannot be connected. This would be identified as set up.